Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by edwards affiliates in poland, approximately four years after valve implantation in an unknown position with a 23 mm sapien 3 transcatheter heart valve, valve dysfunction was identified. The dysfunction was described as structural valve degeneration with impaired leaflet mobility, central regurgitation, and elevated transvalvular gradients. The central regurgitation was assessed as moderate (grade ii) and was considered most probably related to poor leaflet mobility associated with leaflet thickening. Echocardiographic assessment demonstrated a mean transvalvular gradient of 52.74 mmhg and a calculated valve area of 0.7 cm2. Clinically, the patient was symptomatic, reporting fatigue and shortness of breath. Based on these findings, intervention was indicated, and a redo transcatheter aortic valve implantation (tavi) procedure was planned; however, the procedure had not yet been performed at the time of reporting. The patient's status was described as awaiting redo tavi. The valve implant year was reported as 2021; the exact implantation date was unknown at the time of this report.